Event description:
A percutaneous catheter being employed for enteral feed purposes was removed after three months of use within the intra-peritoneal cavity. Upon inspection of x-ray images of the catheter within the patient, cracks and breaks were evident. It became necessary to replace the catheter earlier than scheduled because the patient was experiencing nausea and vomiting. Replacement of the catheter resolved the nausea and vomiting. Upon removal of the device, decomposition of the catheter material that had been within the patient was evident.